Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that on (B)(6) 2021 the patient was in a state of shock and started on vasoactive drugs during intraoperatively. Two sets of log files were submitted for review. The first set (B)(6) contained data from (B)(6) 2021 at 13:54:06 through (B)(6)2021 at 15:07:04, per the timestamps. Throughout the log files there were 129 low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.3 lpm. Of these faults, 22 lasted over 10 seconds and low flow alarms were triggered. The second set of log files (B)(6) contained data from (B)(6) 2021 at 11:02:00 through (B)(6) 2021 at 11:24:57, per the timestamps. Throughout the log files there were persistent low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 1.4 lpm. Of these faults, 211 lasted over 10 seconds and low flow alarms were triggered. Additional information revealed that the patient experienced acute kidney injury (aki) and needed a preop creatine ratio of (B)(4). On (B)(6)2021, the patient was put on vasoactive drugs intraoperatively. On (B)(6) 2021, the patient was continued on dobutamine epinephrine, norepi, and milrinone. The patient had sinus tachycardia with a heart rate of (B)(4) beats per minute (bpm), and periodic breathing of 92/73/82. On (B)(6) 2021, an IV drop of nicardipine was started to maintain a mean arterial pressure (map) of 70-80 maximum. By (B)(6) 2021, the patient¿s map was 77-100. It was also noted that the patient developed renal dysfunction post-implant procedure and was put on laxis drip. On (B)(6) 2021 the patient developed hypertension and pulmonary hypertension and was put on nicardipine to decrease the afterload. On (B)(6) 2021, milrinone was off and the vad speed increased to 5700 rpm. On (B)(6) 2021 the patient developed a cardiac arrhythmia, a major infection of the left ear, and dysphonia. The patient¿s voice was better post extubation, however, it was now high pitched and soft. An ear, nose and throat (ent) doctor was consulted and found no abnormalities, other than pain due to the chest tubes. No interventions beyond pain control were needed at the time. On (B)(6) 2021, the patient was put on milrinone 0.25 and dobutamine 5. It was also reported that on (B)(6) 2021, the patient experienced delirium while in the intensive care unit (ICU). They entered an altered metal state, were unresponsive, and had limb weakness. A computed tomography (CT) head scan was negative for acute process on the head and neck, but suggested vasculitis. It was suggested that the ICU medications were the trigger for the patient's delirium. On (B)(6) 2021, the patient developed an infection in the left eye. The patient continued on milrinone 0.25 and dobutamine 5 through (B)(6) 2021. On the (B)(6) 2021, the patient was also intermittently confused, and the patient developed respiratory failure. On (B)(6) 2021, the patient experienced neurologic dysfunction when the patient had a seizure activity during an arrest/code event. On (B)(6) 2021 the patient developed right heart failure and continued on epi and nitric acid. The patient also failed a swallowing test. On (B)(6) 2021 the patient was in a deconditioned physical stated and required a lift to get into a chair. The patient was anxious to begin physical therapy. On (B)(6) 2021 the patient advanced to a full liquid diet. He also had hepatic dysfunction which resolved without sequelae without any treatment. By (B)(6) 2021 the patient tolerated full liquids and bite sized foods, milrinone was also added. On (B)(6) 2021 the patient had cardiac arrhythmias and a cardioversion was able to return them to normal sinus rhythm. On (B)(6) 2021, the patient had a right ventricular assist device (rvad) placed. After the rvad insertion, the patient received (B)(4) units of packed red blood cells (prbc) and experienced persistent low flows. The patient was about to get into bed and lost consciousness while experiencing low flow alarms. The patient¿s chest x-rays (cxr) showed no new effusions of pulmonary edema and the head computed tomography (CT) seemed normal. However, an echocardiogram (echo) showed inferior vena cava (ivc) flattening on systole and diastole consistent with right ventricular (rv) pressure and overload. Severe rv dilations and septal flattening required 2 units of packet red blood cells (prbc) and albumin. The patient also had an infection. On (B)(6) 2021, the patient experienced thrombocytopenia when his platelets remained low. On (B)(6) 2021, the patent also developed hemolysis and required a blood transfusion. On (B)(6) 2021 pressor and inotrope requirements increased throughout the night. It was reported that there was an inability to get rvad and lvad flow for unknown reasons. Care and support were withdrawn per the family¿s request and the patient passed away. Additionally, the arrhythmias did exist prior to the lvad. The patient did not have preexisting hepatic dysfunction and a device related issue did not contribute to right heart failure. The patient experienced a respiratory infection on (B)(6) 2021. No non-device related cause was identified for hemolysis. The patient died and no device will be returning for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists various forms of multi organ failure, renal failure, respiratory failure, right heart failure, hepatic dysfunction, cardiac arrhythmia, infection (local, driveline, and pump pocket), bleeding, hypertension, hemolysis, neurologic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. This section also lists neurological dysfunction as a potential late postimplant complication. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. Heartmate 3 lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient was walking in the hall and about to get into bed when they lost consciousness with low flow ventricular assist device (vad) alarms. Their blood pressure (bp) was 30/15. The patient had cardiac arrest and seizure like activity was observed. Advanced cardiovascular life support (acls) was started and upon return of vad flow their bp was 78/61. Computed tomography (CT) of the head showed no acute changes. Spontaneous breathing was noted. Versed and rocuromium were given and they were intubated. The patients chest x-ray (cxr) showed no new effusions of pulmonary edema and the head CT seemed normal. On (B)(6) 2021, it was noted the patient was following commands and moving all extremities well. The patient weaned sedation and ventilation. Their bp was 101/76 with sinus rhythm, but had to be reintubated for other respiratory failures while trying to be weaned. All events resolved without sequelae. It was communicated that the patient failed a swallowing test on 04nov2021. There were some aspirations of thin liquid, but they were cleared for nectar thick liquids and ice chips. On (B)(6) 2021 the patient was in a deconditioned physical stated and required a lift to get into a chair. The patient was anxious to begin physical therapy. On (B)(6) 2021 the patient advanced to a full liquid diet. They also had hepatic dysfunction which resolved without sequelae without any treatment. On (B)(6) 2021 the patient tolerated full liquids and bite sized foods. Their goals were met and speech signed them off. It was communicated in (B)(6) 2021 that all events resolved without sequelae and the patent was weaning vent to extubating. On (B)(6) 2021 the patient had cardiac arrhythmias. They were given amiodarone 150 mg dose x2 and adenosine 6 mg dose x2 which all failed. Cardioversion to normal sinus rhythm (nsr) was successful. The patient was hemodynamically unstable and required pressors and albumin. The event resolved without sequelae. On (B)(6) 2021 the patient experienced low flow alarms and suctions events. An echocardiogram (echo) showed inferior vena cava (ivc) flattening on systole and diastole consistent with right ventricular (rv) pressure and overload. Severe rv dilations and septal flattening required 2 unites of packet red blood cells (prbc) and albumin. Milrinone was restarted and on 15nov2021 dobutamine and milrinone were continued. Vasopressin and norepi started titrate for mean arterial pressure (map) 70-80. On (B)(6) 2021 it was noted the patient developed hepatic dysfunction. The patent also developed hemolysis and required a blood transfusion. On (B)(6) 2021 pressor and inotrope requirements increased throughout the night. It was reported that there was an inability to get rvad and lvad flow for unknown reasons. Care and support were withdrawn per the family's request and the patient passed away.

Event description:
It was reported that the patient entered a state of shock and had right heart failure. On (B)(6) 2021, the patient was put on vasoactive drugs intraoperatively. The patient had acute kidney injury. On (B)(6) 2021, the patient was continued on dobutamine epinephrine, norepi, and milrinone. The patient had sinus tachycardia with a heart rate of 114 beats per minute (bpm). Additionally, the patient was started on an intravenous drip of nicardipine for hypertension to maintain a mean arterial pressure (map) of 70-80 mmhg with a max of 95 mmhg. On (B)(6) 2021, the patient's map was 77-100 mmhg. It was also noted that the patient developed renal dysfunction post-implant procedure and was put on laxis drip. The following day, (B)(6) 2021, the patient's ventricular assist device (vad) speed increased to 5700 rotations per minute (rpm) and on (B)(6) 2021 the patient developed a cardiac arrhythmia and dysphonia. On (B)(6) 2021, the patient was given milrinone, dobutamine and epinephrine for shock. The patient had pulmonary hypertension and atrial fibrillation. On (B)(6) 2021, the patient received a amiodarone bolus with conversion. The atrial fibrillation returned briefly and no treatment was given. On (B)(6) 2021, the patient was put on milrinone 0.25 and dobutamine 5. The patient entered an altered metal state, were unresponsive, and had limb weakness. A computed tomography (CT) head scan was negative for acute process on the head and neck, but suggested vasculitis. It was suggested that the ICU medications were the trigger for the patient's delirium. They continued on milrinone 0.25 and dobutamine 5 through (B)(6) 2021. On (B)(6) 2021, the patient was started on high flow oxygen for respiratory failure. On (B)(6) 2021, the high flow was discontinued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.